Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the filament control board was not operating as designed. The anomaly then resulted in the f8 fuse of the system to open, preventing voltage from being delivered to the atp control board. To resolve the reported issue, the filament control board and fuse were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect filament board and fuse have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not start up. The representative noted that an odor was emitting from the imaging system that suggested a thermal event had taken place within the system. There was no patient present when this issue was identified. The reported issue was discovered when setting up for a later procedure. No additional information was provided.

Manufacturer narrative:
The filament driver board was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Failed visual inspection, the hardware investigation found that reported event was related to a hardware issue as the component q1 is electrically overstressed. The atp console was also returned. The device is undergoing an evaluation but has not yet been completed.

Manufacturer narrative:
The atp board returned to medtronic was found to be unused.